Manufacturer narrative:
(B)(4). Additional components implanted on (B)(6) 2011: pxc121200/9127686, pxc141200/9039878, pxc181200/8846528. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The left internal iliac artery was fully covered by the endoprosthesis and the right internal iliac artery was partially covered by the endoprosthesis as intended. No issue was reported, and the patient tolerated the procedure. On an unknown date, follow-up computed tomography showed that the aneurysm had enlarged (amount unknown). No endoleak was confirmed, and the cause of the aneurysm enlargement was unknown. On (B)(6) 2017, reintervention was performed. No proximal or distal type I endoleak was visualized on angiography. The physician suspected a type ii endoleak from findings of an intra-aneurysm angiography. The aneurysm was coil embolized, and the origin of the inferior mesenteric artery was embolized with n-butyl-2-cyanoacrylate (nbca). Considering the possibility of a distal type I endoleak, a contralateral leg component was additionally implanted to extend the right leg to the right external iliac artery. After that, the procedure was concluded, and the patient tolerated the procedure.